Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 460 mg/dl at the time of the incident. Another blood glucose level was 341 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that there was no symptoms related to high blood glucose. The customer was treated with syringe. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The device will not be returned for analysis.